Event description:
Unomedical reference number (B)(4). Event occurred in netherlands. It was reported that patient faced four infusion set leak event on 25-jun-2024. The infusion set was in use for three days. No further information available.

Manufacturer narrative:
E1: (B)(6).